Event description:
It was reported the camera head had a "broken image". It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image, dust and rust inside due to a bad charged coupled device a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a bad cable that needed to be replaced. The most probable cause of the complaint is a component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional - unknown. E3: occupation - no information. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a "broken image". It was unknown when the issue occurred. There were no reports of patient harm.